Manufacturer narrative:
The device was received for evaluation. Visual inspection noted the sample was received without the sterility pouch. Further visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between tubing of the homechoice cassette and the solution bag which resulted in leak. This event occurred during use of peritoneal dialysis therapy. The event was further described as the "hose comes off" the bag on the heater plate and the leak flowed onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.